Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead with the connector pin measuring 30.0 cm was returned for analysis. External insulation abrasion was noted at 24.5 cm and 28.2-29.2 cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at these locations.

Event description:
This report is to advise of an event observed during analysis.